Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Review of transmission revealed noise reversion episodes on the ventricular lead. The noise could not be reproduced. There were no other electrical anomalies. The patient's condition was stable. No intervention or programming was deemed necessary at this time. The patient would continue to be monitored.